Event description:
Lead was explanted due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
This report was opened in error. The complaint was made against the rv lead associated with this system.